Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed three single compressor malfunction alarms, thus confirming the customer-reported issue. The single compressor malfunction alarm reported by the customer was reproduced during testing. The root cause of this issue was identified as a malfunction of the left compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has competed it evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm one minute after connecting to the patient for support. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The customer also reported that the companion 2 driver continued to alarm when it was connected to the simulator.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a single compressor malfunction alarm one minute after connecting to the patient for support. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The customer also reported that the companion 2 driver continued to alarm when it was connected to the simulator.